Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-02675. It was reported the patient experiences tension/pain at her scs ipg pocket site and back upon using certain stimulation programs. It was also reported the patient does not receive left leg stimulation when using certain stimulation programs. An sjm representative was able to determine the scs lead related to contacts 1-8 (unknown which lead) is causing the patient's back pain and the lack of stimulation down the left leg. X-rays revealed that both leads have migrated. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2016-02675. Additional information received identified the patient underwent surgical intervention on (B)(6) 2016 during which, one scs lead was explanted and replaced and the other scs lead was repositioned. It is unknown which lead was explanted/replaced and which lead was repositioned. Effective stimulation was restored following the procedure.